Event description:
There was an allegation of questionable elecsys anti-tshr immunoassay results for 2 patient samples on a cobas 6000 e601 module compared to a cobas e801 module. A beckman analyzer, and a mindray analyzer. This medwatch will cover anti-tshr. Refer to medwatch with a1 patient identifier pt (B)(6). For information on the ft4 iii results and medwatch with a1 patient identifier pt (B)(6), for information on the ft3 iii results. Refer to the attachment to the medwatch for all patient data. No questionable results were reported outside of the laboratory as they did not match the patient's clinical diagnosis. The customer's e601 analyzer serial number (B)(4). The investigational e801 analyzer serial number was requested but not provided.

Manufacturer narrative:
The sample is suspected of containing an interfering substance. The investigation is ongoing. H3 other text : na.

Manufacturer narrative:
The patient sample was provided for investigation. The investigation found that the patient sample contains an interfering factor to the ruthenium component of the reagent. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." A general product problem could be excluded.